Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient experienced loss of effect of opiod effect. An x-ray and CT was performed, dates not reported. The catheter dislodged. The catheter had gone out of the intrathecal space and dropped down 2 levels. A revision/replacement was done. Per the reporter they were not getting flow and they used old pump segment but removed and replaced the connector piece. No catheter segments were left in the patient or the intrathecal space. The patient recovered without permanent impairment. The pump was used to deliver morphine.